Event description:
During a gastroscopy, the physician used a cook endoscopy triclip endoscopic clipping device to address a gastric bleed (device 1 of 2). When retracting the clip into the outer sheath to prepare for advancement through the endoscope, the clip was not guided into the catheter manually (this is against the instructions for use). Once the clip was advanced through the endoscope and exposed inside the patient, an attempt to retract the clip was made (this is against the instructions for use). The clip detached in the open position and was left to pass naturally through the gastrointestinal (gi) tract. One additional triclip (device 2 of 2) was used in the same manner described above and the same observation was made. Other triclips and bicap cautery was used to complete the procedure. Nothing was retrieved from the patient. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected devices were not returned to cook endoscopy for evaluation. After a review of the device history record for these devices, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because, the devices were previously distributed. Conclusions: we were unable to conduct a full investigation because the devices were not returned for evaluation. A definitive cause for the reported observation was unable to be determined. Due to a variety of clinical conditions such as patient anatomy, scopy position or progression of disease state, we cannot reproduce the actual conditions of device usage. While these are not the sole determining factors of this observation, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the information provided indicated the user did not manually guide the clips into the outer sheath prior to endoscopic advancement. The instructions for use for this product line advise the user to guide the clip into the outer sheath manually. This activity will ensure smooth clip retraction into the outer sheath and assist in avoiding premature deployment of the clip. The information provided indicated that the user attempted to retract the clips while inside the patient's body. The instructions for use for this product line includes the following information: "note: the clip cannot be retracted into the outer sheath while the device is in the endoscope." An attempt to retract an extended clip while inside the patient's body can contribute to premature deployment of the endoscopic clip. Prior to distribution, all triclip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because information provided indicated the devices were used in contradiction with the instructions for use. Customer quality assurance will continue to monitor for complaint trends.